Manufacturer narrative:
The qc recovery data provided was within specification. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys folate iii results for 10 patient samples on a cobas e 801 analytical unit compared to a competitor analyzer. The customer questioned the low initial results as they did not match the patients' clinical pictures which prompted them to repeat the samples on a competitor analyzer. For sample 1, the folate result was 2.6 nmol/l and with the competitor method the result was 5.675 nmol/l. For sample 2, the folate result was 3.22 nmol/l and with the competitor method the result was 5.675 nmol/l. For sample 3, the folate result was 3.9 nmol/l and with the competitor method the result was 6.129 nmol/l. For sample 4, the folate result was 4.34 nmol/l and with the competitor method the result was 7.037 nmol/l. For sample 5, the folate result was 3.4 nmol/l and with the competitor method the result was 7.264 nmol/l. For sample 6, the folate result was 4.75 nmol/l and with the competitor method the result was 7.491 nmol/l. For sample 7, the folate result was 7.29 nmol/l and with the competitor method the result was 11.35 nmol/l. For sample 8, the folate result was 7.32 nmol/l and with the competitor method the result was 11.35 nmol/l. For sample 9, the folate result was 28.7 nmol/l and with the competitor method the result was 43.811 nmol/l. For sample 10, the folate result was 27.3 nmol/l and with the competitor method the result was 44.492 nmol/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.